Event description:
It was reported from belgium that a patient was admitted to the hospital "for a weakness of the right leg". The test results from the cerebral computed tomography (CT) showed, "a [an] embolic event in the frontal part, left". The final outcome of the patient is not reported. There is no additional information provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Potential complications in the instructions for use include neurologic dysfunction and stroke